Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the biopsy procedure the device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing, the device self activated during the drop test. The xray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was observed that the left bumper was bent. Therefore, the investigation can be confirmed for self activation. The bent left bumper likely contributed to the self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Result and conclusion codes).

Event description:
It was reported that during an ultrasound guided breast biopsy procedure into normal density tissue, the device allegedly self activated. A coaxial was not used, and the procedure was complete with another device. There was no reported patient injury.